Event description:
System operator reported haze is seen after most photo refractive keratectomy (prk) treatments, regardless of degrees of treated refractions. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).